Event description:
Customer reported the infusion set has detached 6-8 times in middle of night. Her blood glucose has elevated to the 300 mg/dl range as a result, and she changed the infusion set and bolused insulin to treat hyperglycemia. No adverse event was reported. The infusion set was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.